Manufacturer narrative:
Follow-up #2: additional device evaluation was conducted by product analysis on 12/30/2014 with the following findings. Review of black box data found the last basal delivery was completed three days after the complaint date. No activities out of normal were found. The total daily deliveries added up correctly and reflected user¿s programmed basal rate. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were executed and recorded correctly. Pump delivery accuracy was within specifications.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the reported display issue was duplicated. The pump powered up to a dim and discolored display screen with auditory and vibratory features. No tactile issue was observed with the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a dim display issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 500 mg/dl with nausea, atypical thirst, excessive urination and moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, the display was dim and the screens cannot be read/maneuver safely. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. The reported display issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event due to an alleged display issue of unknown causes.